Manufacturer narrative:
Date of initial report: 2017-02-1205 the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is received, a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic gastric resection, the device did not adequately seal. A signal from the generator indicated a completed sealing cycle, but after cutting the area there was bleeding. A new device of the same type was used to continue the procedure. No serious injury resulted or medical intervention required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report : (B)(6) 2017 date of follow-up report : (B)(6) 2017 one lf1744 was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection showed no defects. The returned product met specification as received. The customer reported the device did not seal properly. The reported condition was not confirmed. The device was plugged into the generator and activated on simulated tissue with acceptable results. No alarms were generated during activation. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.